Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump malfunctioned. It was reported that the pump had a depleted battery message while plugged in during power up. The biomed found that the device was not charged. The power cord was intact and the pump was charged with no issue. There was no reported adverse event.